Event description:
A malfunction alarm with the code malf 16 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.